Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not activate. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that there were no non-conformities with the jaws. There was some evidence of blood and tissue on the hot jaw and handle. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "no power" could not be confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. Internal file number - (B)(4).